Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
Upon review of the investigation, a service visit was initiated to review console performance on site. The reported issue (power-up #11200) has been confirmed by field service engineering. The issue was resolved by adjusting the temperature and power supply voltage. The low pressure regulator was also adjusted during the service visit.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the console. The console was recently moved to the user facility from another hospital and initial testing prior to procedure showed system functioning fine. At the start of procedure, a power up error code kept repeating and did not resolve with repeat power ups of the console. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.